Event description:
It was reported that during cleaning and sterilization, the customer noted that a bent tip on the thoracic grasper instrument.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grips were not bent and grip teeth mesh properly when in closed position. Distal end of main tube exhibited a slight bend roughly 2 above the snake wrist. When tube was rotated a slight wobble in the tube could be observed due to a bending. Additional observation not reported by site was main insulation damage. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a 0.100 x 0.100 piece missing roughly 0.250 above the snake wrist. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.